Manufacturer narrative:
A united states (us) customer reported a delay of stat samples and neonatal intensive care unit samples on their atellica sample handler connect. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed a placing error and aligned both arms. The second arm was stress tested, which passed with no issues or errors. The system was put online and observed. When the error occurred on instrument it was noted that the puck spring tension was tight indicating the customer used a wider tube that require the springs to stretch out. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer stated there was a delay in testing neonatal intensive care unit (nicu) samples and stat samples for one hour on the atellica sample handler connect. There was no alternate instrument available to perform testing on. The customer did not specify which samples were stats and which were nicu samples. The customer was able to frontload the instrument after the event. There are no known reports of patient intervention or adverse health consequences due to the delay.